Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's implantable cardiac defibrillator was in back-up vvi mode. The patient was brought into the hospital and upon interrogation the back-up was confirmed. The device software was downloaded and the device function was restored. The patient was stable throughout the event.